Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. On (B)(6) 2013 at 1909, channel a of the device was programmed to deliver an unspecified volume 0.9% normal saline, at a rate of 50 mg/hr, with a vtbi (volume to be infused) of 550 ml, and the delivery was started. No further programming parameters were provided. At 2159, channel b of the device was programmed to deliver norepinephrine 8 mg/250ml, at a rate of 50 mcg/min, with a vtbi of 4.441 ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the patient was coded. No specific details were provided. At 2203, the nurse reported the display went white and the device became inoperable. At that time, the nurse used the emergency manual release to remove the tubing set from the device. The device was removed from clinical use. After approximately 2 minutes, the therapy was resumed using a replacement device and the same tubing set. It was reported the patient survived the code. On (B)(6) 2013 at an unspecified time, the customer contact indicated that the patient was reported as terminally weaned later in the shift and expired. Though requested, no additional information was provided, the cause of patient death.